Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the target lesion characteristics were not reported, it was noted that several balloon catheters had difficulty advancing through the proximal lad, which suggests the lesion was difficult. There was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during retraction would have then led to the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A query of the complaint-handling database found there have been no other incidents of stent dislodgement reported for this lot. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the mini vision was unable to pass all the way through the proximal left anterior descending (lad) artery obstruction and the stent dislodged during removal. Attempts were made with balloon dilatation catheters to go through the dislodged stent and pull it into the guide cath, but these attempts were unsuccessful. The physician decided to deploy the dislodged mini vision where it was with a 3.0 x 15 mm nc voyager in the proximal lad. The initial target lesion was in the distal lad and was successfully treated with a 2.5 x 18 mm xience v rx. After the distal lad was treated, the physician decided to treat the proximal lad since he noticed that there was an obstruction that he had not previously seen angiographically. Balloon dilatation catheters were getting stuck and had difficulty passing through the proximal lad to get to the distal lesion. There were no adverse patient effects. The patient did fine. There was no further treatment. There was no additional information provided.